Event description:
The pt's trainer reported that, while she was trying to remove a glass cartridge that had been inserted into the pt's new insulin infusion device, the plunger remained attached to the piston rod. She stated she detached the plunger from the piston rod, but was concerned a small amount of insulin may have spilled into the cartridge compartment. The trainer was advised to remove the battery, turn the device upside down and allow it to dry out for 24 hours. The trainer stated the pt has not yet begun to use this device and would stay on her previous device system. On follow up, the pt reported the device appears to have dried out. No blood glucose concerns were reported related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.